Manufacturer narrative:
(B)(4). Investigation results: a flexiva ID 200 laser fiber was returned in one piece. The returned fiber measured approximately 317.2 cm from the top of the connector which includes a portion of the distal tip. The pattern on the tip face was consistent with a tip detachment. Visual examination revealed that the exposed glass fiber tip measured approximately 2.5 mm and was consistent with a fracture. Functional analysis revealed that when the fiber was connected to the lumenis laser console, the attach fiber message disappeared indicating that the fiber was recognized by the console. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018, that a flexiva ID 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a moses p120 console. According to the complainant, during the procedure, it was noted that the laser fiber was not recognized by the laser unit. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.